Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix mesh (device #1) used to the treat the patient. The patient's attorney alleged medical consultations and injuries, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2005 or (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol bard mesh or an unspecified bard/davol composite mesh (also known as composix) (device #1). It is alleged that the patient had unspecified injuries, including consultations with medical providers. As reported, the patient is only making a claim for an adverse patient outcome against the composite mesh (also known as composix) (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."